Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up, stuck at start up screen. Upon troubleshooting, the philips field service engineer (fse) identified issue with the system software. To resolve the issue, the fse reloaded the software, restored backup and restored des epx, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at start up screen. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.